Manufacturer narrative:
Additional information was received that the patient would like to move forward with an ipg upgrade but unsure of time frame due to personal issue. No further course of action will be taken.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.